Event description:
Will be returned to the manufacturer for further evaluation which may identify when the damage to the percutaneous lead occurred. When the patient was responsive and able to communicate, he reportedly told the nurse caring for him that he experienced alarms as far back as (B)(6).

Manufacturer narrative:
Additional information: the manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. The device was not explanted from the patient. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been seen in the clinic approximately 6 months ago at which time it was noted that the silicone portion of the driveline had separated at the metal connection near the system controller. It was reported that some sort of trauma to the driveline had occurred related to the system controller having been dropped. The patient chose not to wait for a clamshell repair and returned to his home out of state. Since there were no noted issues with the driveline it was secured with tape at the time and it was thought that a clamshell repair could be scheduled for his next appointment. On (B)(6) 2014, the patient phoned the vad coordinator to advise that he believed he had experienced pump stoppage and went to the local hospital where they were able to manipulate the driveline to get the pump started. The patient was transferred via air ambulance to the implanting center. Upon arrival, pump stoppage was noted in the patient¿s history log and again that evening, at which time they were unable to get the pump restarted. A pump exchange was not planned for the patient as he reportedly had a history of noncompliance with medications and was not considered to be a candidate for an exchange. Care was withdrawn and the patient was supported with comfort care measures. The patient expired on (B)(6) 2014.

Manufacturer narrative:
Approximate age of device: 1 yr, 10 mo. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.